Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), device dislocation ("malposition of essure device location of device: "didn't quite go where he wanted it to"), genital haemorrhage ("abnormal bleeding/ abnormal bleeding (general)") and haematochezia ("blood in stool") in a 38-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine, anxiety, depression, anemia and gerd. Concurrent conditions included chronic fatigue syndrome and ulcer nos. Concomitant products included alprazolam (xanax) from (B)(6) to (B)(6) , calcium levomefolate (deplin), fluoxetine, ibuprofen (motrin), iron, nicotinic acid (niacin), omeprazole (prilosec) since (B)(6) , sertraline since (B)(6) , vitamin b complex and vitamins nos since (B)(6) . In (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and pain ("pain during exercise or even just sudden movement/ bending/lifting"). In (B)(6) , the patient experienced anxiety ("anxiety"), amnesia ("memory loss") and dizziness ("dizzy spells") and was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) , the patient experienced fatigue ("fatigue"), abdominal distension ("bloating"), constipation ("constipation"), diarrhoea ("diarrhea"), urinary incontinence ("urinary incontinence") and pollakiuria ("increased urinary frequency"). In (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), haematochezia (seriousness criterion medically significant), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), alopecia ("hair loss"), abdominal pain lower ("lower abdomen pain/ cramping") and proctalgia ("rectal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and pain was resolving, the device dislocation, haematochezia, bladder disorder, urinary tract disorder, headache, amnesia, dizziness, dyspareunia, fatigue, weight increased, abdominal distension, constipation, diarrhoea, urinary incontinence, pollakiuria and proctalgia outcome was unknown, the genital haemorrhage, vaginal haemorrhage, menorrhagia, migraine, alopecia and abdominal pain lower had resolved and the anxiety and dysmenorrhoea had not resolved. The reporter considered abdominal distension, abdominal pain lower, alopecia, amnesia, anxiety, bladder disorder, constipation, device dislocation, diarrhoea, dizziness, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, haematochezia, headache, menorrhagia, migraine, pain, pelvic pain, pollakiuria, proctalgia, urinary incontinence, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient need for additional surgery. Discrepancy noted in essure insertion date (B)(6) 2015 and (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 5-dec-2018: plaintiff fact sheet and medical record were received. Events per pfs: abnormal bleeding (vaginal, menorrhagia), malposition of essure device location of device: "didn't quite go where I wanted it to.", bladder problems, urinary problems, migraines, headaches, memory loss, dizzy spells, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, weight gain, bloating, constipation, diarrhea, hair loss, pain during exercise or even just sudden movement/ bending/lifting, blood in stool, increased urinary frequency, urinary incontinence, lower abdomen pain and rectal pain. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (had surgery to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. The reporter commented: patient need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.